Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a surgical procedure involving the implantation of a neurostimulator system, high impedance was observed on the day of surgery with specific values of 40000 for contact 1 and contact 7. The issue remains unresolved and ongoing. Troubleshooting steps included removing the lead from the new implantable neurostimulator, wiping it with a wet/dry sponge, reseating it, and rechecking the impedances three times. No adverse patient outcomes, injuries, or deaths were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.